Event description:
The hospital reported a patient fall when a nurse moved the patient from one side of the device to the other while changing linen during use of the giraffe omnibed. An x-ray was completed and was negative for injuries. The patient was transferred to another facility in stable condition. A ge field engineer and the hospital biomed team examined the unit after the incident and no device damage or defects were identified. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient identifier, sex, ethnicity, and race information not provided. Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Ge healthcare field engineer and onsite biomed team performed an inspection on all the patient doors with no defects found. All side panel doors, latches and locking mechanisms were in proper working condition along with the appropriate warning label stickers for each door. There was no product malfunction identified. Based on the available information, potential root causes are: the user that closed the far panel (east) did not properly latch it after patient care. The user that was performing the linen change did not walk to the other side of the device (east) to check the status of those bedside panel latches prior to initiating patient care.